Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails the ECG portion of the op check and will not recognize ECG leads. There was no reported adverse patient impact.